Event description:
This report was submitted erroneously under the incorrect MFR number. It will be recorded under MFR 0001825034-2021-03288. Please void the initial report.

Manufacturer narrative:
This report was submitted erroneously under the incorrect MFR number. It will be recorded under MFR 0001825034-2021-03288 (biomet). Please void the initial report.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: the product location is currently location unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00388, 3002806535-2021-00389. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported, that: after surgery "left total knee arthroplasty performed on an (B)(6) 2020. Subsequently, the patient is experiencing pain, synovitis and reduced mobility. The doctor is wondering whether an undiagnosed metal allergy to a component of the cobalt chrome vanguard prosthesis could be contributing to her current situation. The patient has an appointment with an allergy specialist who has requested information and samples, if possible, of potential allergens in the implanted prosthesis to assist with the analysis (including the cement). ". Patient involved.